Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not pumping insulin properly and central button was sticky and delayed to response. Troubleshooting was done for keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated the issues frequency was 8 times out of 10. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. Customer stated the buttons were responding now. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.